Event description:
It was reported the mobilescope had foreign objects inside the channel tube. It is unknown when the issue occurred. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found foreign material inside the channel tube. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. It was unknown whether the device was reprocessed according to the IFU. Additionally, no physical damage of the device at where the foreign material remained was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU states that detection method in maf-tm/gm operation manual chapter 3, preparation and inspection. IFU states that preventive measure in maf-tm/gm reprocessing manual chapter 8, cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.